Event description:
It was reported an implantable neurostimulator (ins) overdischarge was suspected. The patient had not had stimulation or medication for the past 6 months. The patient went to charge the ins and it was unclear based on the reported information if it would allow him to charge the ins. A power on reset (por) message needed to be cleared. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger product ID 3487a-45, lot# v234613, implanted: 2009-(B)(6), product type lead product ID 3550-39, lot# n199228, implanted: 2009-(B)(6), product type accessory, product ID 3487a-45, lot# v234613, implanted: 2009-(B)(6), product type lead product ID 37743, serial# (B)(4), product type programmer, (B)(4).